Event description:
As reported, during use in patient, a short time after the insertion of this swan-ganz catheter, sometimes the measurement of the cardiac output was missing and there was questionably low temperature measurement of 34 degrees displayed. A few hours later the cardiac output was no longer available with the error message 'positioning of thermal filament in progress'. Nine hours into attempted monitoring the catheter was replaced which solved the issue. The missing or questionable cardiac output values and eventual no values lead to inadequate monitoring for circulatory management and some guessing related to vasoactive drug and volume therapies. No further information was available at this time. There was no allegation of patient injury. The device was available for evaluation.

Manufacturer narrative:
One swan-ganz catheter was sent to our product evaluation laboratory for a full evaluation. Customer report of "cardiac output issue" was unable to be confirmed. As received, no fault messages showed up on the lab vigilance ii monitor when the catheter was connected. The thermistor was found to read 37.0 degrees when submerged into a 37.0 degrees water bath. Additionally, the catheter ran continuous cardiac output (cco) in 37.0 degrees water bath on vigilance ii monitor for 5 minutes with no error. The thermistor and the thermal filament circuits were continuous, there were no open or intermittent conditions. No visible inconsistencies were observed on eeprom data. The resistance value of thermal filament circuit met the specification. Both thermistor and thermal filament connectors were opened and no visible inconsistencies were found. All through lumens were patent without any leakage or occlusion. Finally, the balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage and no visible damage or inconsistency was observed from catheter body. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
As per further information received the error message "check the position of the heating coil" appeared at the time of the reported event. The displayed error message appropriately alerts the user to begin the trouble shooting process. As a result, this may cause a minor delay in monitoring. As such, this event is no longer considered reportable and a corrected supplemental report is being submitted.